Event description:
It was reported that the aseptic battery housing was fractured near the contact blades during a medical procedure and has a potential for exposing the non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that the aseptic battery housing was fractured near the contact blades during a medical procedure and has a potential for exposing the non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.